Manufacturer narrative:
An adverse event of infection was reported with no device malfunction. It was addressed by additional surgery. The lead is explanted and is not expected to be returned. Information received indicates the presence of sepsis and the infection was unrelated to product/procedure. A device history record (DHR) was reviewed; no evidence of abnormal sterilization cycle was found associated with this serial number. The reported event of an infection was able to be confirmed. The cause of the infection is unknown, however, there is no indication and/or allegation that the infection was due to the lead and/or lead related procedure.

Event description:
Related manufacturer reference number: 2017865-2023-42365. Related manufacturer reference number: 2017865-2023-42368. Related manufacturer reference number: 2017865-2023-42369. It was reported that a patient presented with infection noted on the patient's system. The system was explanted and replaced on (B)(6) 2023. The patient was stable throughout.